Event description:
Material: unknown. Lot: unknown. It was reported by customer that they noticed a strange substance on the inside of a 50 ml syringe plunger verbatim: rcc received a complaint via email. Email(s) attached. (B)(6) noticed a strange substance on the inside of a 50 ml syringe plunger while sterile compounding (pictured below). We are not sure of the lot# this syringe came from. Please take extra caution when using sterile 50 ml syringes and report to myself or management if you see something like this again! Thanks for the great catch (B)(6).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up. It was reported there is a strange substance on the inside of a 50 ml syringe plunger. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe plunger rod-rubber stopper with foreign matter between the ribs. No other information could be obtained from the photos. As a material or lot number was not provided, a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received. Material: unknown lot: unknown. It was reported by customer that they noticed a strange substance on the inside of a 50 ml syringe plunger. Verbatim: rcc received a complaint via email. (B)(6) noticed a strange substance on the inside of a 50 ml syringe plunger while sterile compounding. We are not sure of the lot# this syringe came from. Please take extra caution when using sterile 50 ml syringes and report to myself or management if you see something like this again! Thanks for the great catch (B)(6).